Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the error logs and inspecting the nozzle, which was found to be bent. The fse checked three temperature readings and found them to be within the acceptable range. In addition, fse inspected the tube holders and noted that tube holders number 2 and number 4 had weakened springs. The nozzle and two tube holders were replaced by fse. After these actions, the temperature error could not be reproduced. The fse could not determine the cause of the bent nozzle and weakened springs in the tube holders. Fse repaired and validated the analyzer by successfully performing daily check and running quality control without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. The aia-360, serial number (B)(6) was installed on (B)(6) 2024. A complaint history review and service history review for similar complaints was performed from installation date 22may2024 through aware date 17jun2025. There were no similar complaints identified during this searched period. The aia-360 operator's manual under section7-1: error messages states the following: (3003) waiting for temperature description: waiting for the temperature to rise. Troubleshooting: wait until the temperature rises to correct temperature. (2012) air detected (diluent) description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The most probable cause of the reported event could not be established.

Event description:
A customer reported error message ¿3003 waiting for temperature¿ on the aia-360 analyzer. The customer stated the temperature error occurred prior, but when starting the analyzer recently the error reoccurred along with error 2012 air detected (diluent). The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.